Event description:
Three falsely elevated troponin I results were obtained on sequential samples from one patient. The results were reported to the physician. A subsequent sequential sample was run and a negative result was obtained. Patient treatment was altered on the basis of the elevated result. A cardiac catheterization was performed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result and additional diagnostic procedure.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.